Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event and was treated with cefazolin intraperitoneally (35ml, frequency not reported). Two days after the hospitalization, the patient was discharged. The patient was still receiving unknown intraperitoneal antibiotics. The patient was recovering and continuing to performed pd therapy. No additional information is available.